Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient experienced dizziness after this right ventricular (rv) lead implant. Also, this lead exhibited varying thresholds with varying isometrics. Then, an x-ray was performed and it was determined that the lead's slack was gone and the lead was repositioned in a surgical intervention. Later, the patient experienced dizziness again and the lead was exhibiting high capture thresholds. Reasonable evidence suggests this lead was dislodged due to the lack of slack in the lead. Subsequently, the decision was made to explant this lead instead of attempting to reposition it again. This lead was successfully replaced and the patient is doing well. No additional adverse patient effects. The product is not expected to return for analysis.